Event description:
Iab was inserted at 1440 hours. At 1515 hours, gas loss alarms were noted. Iab was inspected. There were no leaks and no blood in tubing. At 1520 hours, gas loss alarms occurred again. Pump was exchanged. At 1600 hours, alarms continued. Iab was exchanged at 1715 hours. There were no reported pt complications.

Event description:
It was reported that iab was inserted at 1440 hours. At 1515 hours, gas loss alarms were noted. Iab was inspected. There were no leaks and no blood in tubing. At 1520 hours, gass loss alarms occurred again. Pump was exchanged. At 1600 hours, alarms continued. Iab was exchanged at 1715 hours. There were no reported pt complications.